Manufacturer narrative:
(B)(4). Approximate age of device - 3.5 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2015 due to hematuria which was noted on (B)(6) 2015 by the patient. Labs taken upon admission found the patient had a lactate dehydrogenase level of 2102 u/l and a plasma free hemoglobin level of 91.3 mg/dl. Device interrogation revealed a lowered pulsatility index which coincided with the patient's reported onset of hematuria. It was reported that the patient had been on warfarin, aspirin and persantine at the time of the event and warfarin was held due to concern for pump thrombosis. The patient underwent a pump exchange on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of the returned device. Examination of the rotor upon disassembly of the device revealed a thrombus formation surrounding its bearing ball. The concentric layering and denaturation of this formation indicate that it likely developed over an undetermined period of time while the lvad was supporting the patient. No adhered depositions or thrombus formations were observed on the body of the rotor; however, flat, tissue-like thrombus formations were observed in the lumen of the blood tube. The depositions appeared to have been present between the rotor blades during support, but were displaced upon disassembly of the device. These depositions were hard and denatured, indicating that they were present while lvad was supporting the patient, but may have originally formed elsewhere. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have potentially contributed to the patient¿s elevated lactate dehydrogenase level and hematuria. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended device thrombosis, hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had an emergent pump exchange due to the continued uptrend in the patient's creatinine level despite inotropic support. The patient's creatinine level peaked at 4.90 mg/dl prior to surgery. The patient was on a heparin drip with a goal partial thromboplastin time of 60-80 seconds. It was reported that thrombus was visualized in the inflow stator of the device.